Event description:
It was reported that the customer experienced high blood glucose. Customer stated that insulin pump was not releasing any insulin to the body and had issues with sire. Customer stated that she was getting threshold suspend alarm and changed her site. Customer's blood glucose was 500 mg/dl one time and another was 400 mg/dl something. Customer stated her healthcare provider advised to manually deliver insulin. Customer declined to do troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.